Event description:
It was reported during in clinic follow up that the patient was experiencing discomfort due to the left ventricular lead which exhibited phrenic nerve stimulation on all vectors. The lead was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
The reported event was phrenic nerve stimulation. As received, a complete lead was returned in one piece. The s-curve hump height was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.